Manufacturer narrative:
The reported event could be confirmed, although the device was not returned but the x-rays confirmed the alleged breakage. A device inspection was not possible since the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. A few post-op and post failure x-rays were shared for evaluation. These were presented to our hcp whose opinion was that the reduction was not adequate enough. The dislocation/gap between the proximal and distal part is still significant, the fracture parts do not really seem to touch or be close to each other. Therefore, this suggest that reason is non-union since, after a year, we see little callus bridging, which is related to the gap, which was too big. Based on the x-ray evaluation, the breakage of the nail most likely happened due to the non-union, but more information, as well as the affected device, must be available in order to determine the exact root cause of the issue. If the device is returned, or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the orif was performed on (B)(6) 2024 due to left femoral trochanteric fracture. On (B)(6) 2025, the sales rep was consulted by the doctor about the patient's broken nail. Breakage of the nail in lug position was confirmed. The revision surgery to remove the broken nail will be performed on (B)(6) 2025.".

Event description:
As reported: "the orif was performed on (B)(6) 2024 due to left femoral trochanteric fracture. On (B)(6) 2025, the sales rep was consulted by the doctor about the patient's broken nail. Breakage of the nail in lug position was confirmed. The revision surgery to remove the broken nail will be performed on (B)(6) 2025."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.